Event description:
It was reported that the device illuminated a service wrench. Physio- control evaluated the device and observed a lock- up failure, the device was non-operational. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Customer declined physio- control's repair offer. The root cause of the malfunction could not be determined. The device has been removed from service.